Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the device was continuously activating.

Manufacturer narrative:
The product was not returned for investigation and the reported failure mode was not confirmed. Alleged failure: hand buttons did not work. Probable root cause: probe short; button stuck on firing position; fluid ingress; suction tube cut; button inadvertently pressed; damaged insulation; probe bender used to bend non-bendable probe; user accidentally submerges device; inadequate gluing operations (tip and core/lumen) or inadequate gluing/welding of core to handle; console error; use error. The failure mode will be monitored for future reoccurrence. H3 other text : 81.

Event description:
It was reported that the device was continuously activating.